Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was confirmed that the system would not boot up. It was discovered that it was necessary to reload the system configuration file. This was done and the issue was resolved. A software investigation was also completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was unable to boot up. There was no patient present when this issue was identified. No additional details were provided.